Event description:
It was reported that the device failed to power on using ac power. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device, and observed that it would not operate on ac power. The service rep replaced the power supply assembly, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply assembly, and determined that the root cause for the reported incident was an electrical short through 2 feet transistors, designators q1 and q2.